Event description:
It was reported that medical attention was sought on (B)(6) 2017 between 5:00 - 6:00pm. The end user stated that he performed a blood glucose test with his prodigy diabetes meter at 4:00pm with a result of 561 mg/dl he felt fine and did not have any significant symptoms. Later his neighbor found him passed out on his couch and the paramedics were called. The end user could not recall if the paramedics performed any blood glucose test or administered any medication. He was transported to the ER and upon arrival his blood glucose was 20 mg/dl. Once the end user woke up he was given a meal to eat and he was not cognizant if any treatments were rendered. After several hours at the ER the end user was discharged with a blood glucose reading of 118 mg/dl. The end was diagnosed with low potassium and blood glucose. He was also instructed to follow-up with his pcp. No additional details were provided in relations to this medical event.